Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh implanted. The patient has experienced erosion, shrinkage, extrusion of mesh, causing urinary retention, persistent pain, dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-00655. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). At the time of mesh implantation the patient concurrently had a hysterectomy. It was reported that approximately 6 months post implantation the patient experienced bladder infections, pain, incontinence and bleeding with intercourse.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, urinary urgency, frequency, and interstitial cystitis. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele, cystocele, pelvic organ prolapse and stress urinary incontinence. Following insertion, the patient experienced vaginal discharge, vaginal odor, and dyspareunia. (B)(4).